Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement parts were sent to the site on 18 august 2015. A medtronic representative went to the site to test the equipment. After replacement of the pendant and cover; the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The cover was not received by the manufacturer for evaluation. The pendant was returned to the manufacturer for analysis. The pendant is not applicable to the reported issue. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the door cap cover and pendant on the imaging system was damaged. No additional information was provided, replacement parts were requested. There was no patient present when this issue was identified.